Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that about 10 days ago, the patient had a replacement shunt surgery. It was reported that sometimes when they change the shunt it ¿messes¿ with their device. Since then they were ¿going like crazy¿ at night; when their body relaxes and they fall asleep, they start to have problems. It was noted that it doesn¿t hurt to go. It was stated that sometimes during the day, they think they are losing control of their bladder, but they don¿t know why, and sometimes they cannot go unless they run water. They thought they might need to make some adjustments with their device, but they could not find their programmer at the time. They stated that they would call back to troubleshoot when they had their programmer. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient's device was working properly and normally. No further complications were reported.